Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer cleared the alarm and resumed insulin delivery. Additionally, the customer observed insulin leaking from the fill septum. The customer loaded a new cartridge and resumed insulin delivery. The customer's blood glucose (bg) level was not impacted.